Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ hypodermic syringe luer lok¿ there was an issue with barrel cracked. There was no report of injury or medical intervention.

Manufacturer narrative:
Lot number 1807019 was provided for evaluation by our quality engineer. A device history record review did not reveal any quality issues during the production of lot number 1807019 that could have contributed to the reported incident. As neither a physical sample nor a picture sample was provided for investigation, ten retained samples of the same lot number were obtained from the manufacturing facility. Upon visual inspection of the retained samples, no damages or molding defects were observed. Based on the investigation results, a cause for the reported incident could not be determined. Complaints received for this device and defect will be monitored by our quality team for emerging trends.

Event description:
It was reported with the use of the bd plastipak hypodermic syringe luer lok there was an issue with barrel cracked. There was no report of injury or medical intervention.